Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(4); incident - (B)(4)) in (B)(4) on (B)(4) 2015 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013. Consumer stated that she presented leg pain since procedure in (B)(6) 2013. Constant headaches, eye and vision problems, blood clots, stomach bloating, bowel problems, unexplained weight gain, pain in the abdomen/pelvic area and complete loss of libido. She was healthy before this procedure but now every day is a struggle. It was stated that it happened on (B)(6) 2013, however not specified. Consent to contact denied. No further information provided. The product technical complaint (ptc) investigation and final assessment were received on 01-feb-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on (B)(4) 2015 for the following meddra preferred terms: genital haemorrhage: the analysis in the global safety database revealed 160 cases. Abdominal pain: the analysis in the global safety database revealed 253 cases. Pelvic pain: the analysis in the global safety database revealed 290 cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced blood clots (interpreted as genital bleeding), pain in the abdomen and pain in pelvic area. These events were considered serious due to medical importance and listed in the reference safety information for essure. Genital bleeding, abdominal/pelvic pain may occur during and following the micro-insert placement procedure. In this case, temporal relationship between the essure insertion and the occurrence of these events is not clear. However, based on the information received, a causal relationship between these events and suspect insert cannot be excluded. This case was regarded as incident in agreement with regulatory authority. The product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information will be requested because consent to contact was denied by the reporter.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.